Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - retention samples have been tested with no stopper pullout or pop-off observed. Additional testing was completed, all test results within normal limits. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5089837. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was stopper pullout of the 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿. No injury or medical intervention was reported.